Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 2 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Risk review: a review of (B)(4) medical device hazard analysis (rev 09), identifies the hazard situation as "4.33 unable to seal off flow in stopcock." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. The affected part was returned for evaluation. Root cause/failure investigation: the stopcock is broken at the lever of the wall which is used to turn the stopcock into a closed or open position. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Failure mode: confirmed / stopcock breakage during use.

Event description:
Nt821731c - natus drain broke at the stopcock. Noted as failure of the device to meet performance specifications or to perform as intended. Event 3/3.

Event description:
Nt821731c - natus drain broke at the stopcock. Noted as failure of the device to meet performance specifications or to perform as intended. Event 3/3.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The customer will return the affected part for evaluation. The lot# was not confirmed. No associated capas. Further investigation to be carried out once the affected part is returned for evaluation.